Event description:
It was reported that the patient was admitted for acute mental status changes. The patient underwent workup for stroke and pump thrombosis. On 11jan2024, additional information was received that the patient did not have a stroke, and there was no confirmation of pump thrombosis. No treatment was provided as the patient's neurological status/ confusion cleared within 24hrs. The patient had been off of all anticoagulants since (B)(6) 2022 due to chronic gastrointestinal bleeding. Additionally, an echocardiogram showed the atrial valve opening with every beat.

Manufacturer narrative:
History of avm and bleeds- related MFR 2916596-2024-00203. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported acute mental status changes could not be conclusively determined through this investigation. Review of the submitted log files revealed the device operating as expected at the fixed speed. No notable events or alarms were captured. Per the customer, a computed tomography angiogram was performed which did not reveal any confirmation of clot. Stroke was not confirmed, and no treatment was provided as the patient¿s neurological status and confusion cleared within 24 hours. The patient remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.